Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. No pump reboots were duplicated during this time. The original complaint was not confirmed. The pump cover was removed and there were no intermittent conditions found to the power printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: methods codes ¿ (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.